Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (air/water leakage) was confirmed due to a pinhole in the bending section cover, there was water leakage. In addition to the coating peeling on the connecting tube (1mm2 or more), additional evaluation findings were as follows: the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle, the image guide bundle had significant breakages, the universal cord had a dent and a scratch, the electrical connector was sticky, and the connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera bronchofibervideoscope, there was air/water leakage. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the connecting tube had coating peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.